Manufacturer narrative:
Insulin pump received with blank display, problem isolated to interface board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s husband reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was 127 mg/dl. The customer was assisted with the troubleshooting and customer reports display was blank currently. Customer states the contacts on the battery cap were not missing or damaged. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. The customer also stated that they inserted new battery. Customer stated that the display did not return. The device will be returned for the analysis.